Event description:
The paramedics were responding to a call, when they arrived on the scene a 46 year old male patient was being treated with CPR. The paramedics attampted to monitor the patient using the ECG electrodes, but they received an "electrodes off" message on the monitor screen. The paramedics then successfully monitored the patient using defibrillator paddles. The complainant indicated that this malfunction was intermittent, and had occurred on previous occasions (there is no patient information available regarding the past alleged malfunctions).